Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing. The battery would not provide power or communicate with a battery charger. Testing revealed that a flag was triggered by the main integrated circuit (ic) that controls the battery. A communication error to another integrated circuit chip that measures cell pair voltages and provides safety protection had occurred. As a result, the integrated circuit triggered a flag as a safety precaution, rendering the battery inoperable. A software reset of the ic was performed, which cleared the flag. Functional testing afterwards confirmed that the battery met all specifications. There were no reported adverse patient effects, therefore a causal relationship could not be determined. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a battery that was not recognized by the controller or the battery charger.  The battery was replaced with no reported consequences or impact to the patient.  No additional information provided.